Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the device was performed. The device was returned with the introducer sheath engaged to the device handle. The sealant was not returned with the device. Button 2 was fully depressed and button 3 (for balloon retraction) remained in manufacturing position. If the balloon (which is located right at the distal tip of the advancer tube) is not retracted into the advancer tube following sealant deployment, the balloon may drag the sealant from above the arteriotomy during catheter removal resulting in a failure to achieve hemostasis. A review of the lot history (f1626001) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. A clinical evaluation was performed. Based on the clinical evaluation, the occlusion may have been caused by a blood clot or the patient's history of peripheral vascular disease and/or dislodged plaque during the procedure; however, the cause of the occlusion could not be conclusively determined. As it was reported that arterial bleeding was observed immediately after closure, the occlusion was not likely related to sealant. It should be noted that per the instructions for use (IFU), the safety and effectiveness of mynx ace have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture. It was reported that there was presence of calcium/pvd in the vicinity of the access site, which may have contributed to the event. Based on the reported information and the investigation performed, the most likely cause for the handle disconnecting from sheath was the user inadvertently collapsing the device prongs at the sheath. The probable cause of the failure to achieve hemostasis was the physician not following the IFU to press button 3 to retract the balloon. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. A CAPA will not be issue at this time as the device was not used per IFU; however, incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. Should additional relevant information become available, a supplemental MDR may be submitted.

Event description:
It was reported that the mynx ace vascular closure device failed to achieve hemostasis. The mynx device was being used for arterial femoral closure following a diagnostic coronary procedure. During preparation of the device, the black marker on the inflation indicator was fully exposed. There was no resistance felt, when inserting the mynx device into the sheath. After the mynx device was connected to its sheath, the balloon was inflated and pulled back to the arteriotomy. Although there was presence of scar tissue in the vicinity of the access site, the user was confident that the balloon was abutting the arteriotomy, so the user pressed button #1 to deploy the sealant. The user retracted the handle after pressing button #1 and the sheath separated from the mynx device. It was reported that the user inadvertently collapsed the device's prongs at the sheath; however, the sheath remained in its position even as the device was retracted due to tension from scar tissue. While maintaining balloon tension, the user reattached the sheath and pressed button #2 to compress the sealant. The final steps were completed and all appeared normal until the mynx device was removed and arterial bleeding was observed. Manual compression was then held for 20 minutes to achieve hemostasis. The patient had no signs or symptoms of complications in the leg or access site; however the patient was noted to have a lack of detectable pedal or popliteal pulses. The lack of pulses was suspected to be related to peripheral arterial disease (pad). The patient's condition remained unchanged up until discharge. Four days later, the patient was admitted to the hospital for an occlusion manifested by a "cold foot." The cause of the occlusion was unknown. Three days later, the patient underwent an aortofemoral bypass to remedy the occlusion. Following surgery, the occlusion had resolved. Additional information was requested, but unknown.